Manufacturer narrative:
A product investigation was completed: the investigating engineer reviewed the visual observation made and documented when the device was received that the device appears to be warped around an out of plane axis. The bend profile on the device is consistent with the bend profile in drawing and inspection sheet and is anatomically driven. No post manufacturing bend or warp is observed at this time of investigation. In addition, known good devices were used in order to attempt replication of the complaint condition of misalignment. The construct assembled as intended and the helical blade successfully passed through the nail on each attempt. The complaint condition of misalignment was not able to be replicated with the returned nail and known good mating devices. This complaint is confirmed. The proximal hole has damage on the posterior edge of the medial surface. The damage profile is consistent with interaction/impaction with a helical blade. Therefore this complaint is confirmed due to the damage profile on the nail. This complaint condition was not able to be replicated as only the nail was returned with no helical blade or insertion instrumentation. No new malfunctions were identified. A visual inspection under 5x magnification, functional test, device history record (DHR) review and drawing review were performed as part of this investigation. The relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a root cause as this complaint was not able to replicated. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth and weight were not provided for reporting. Additional device code used hwc. UDI# (B)(4). Malfunction occurred during the procedure. Device was not implanted/explanted. Device history records review was completed for part# 456.477s, lot# 6731590. Manufacturing location: (B)(4), manufacturing date: feb 08, 2011, expiry date: jun 30, 2020. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail (tfn) for hip fracture on (B)(6) 2017. As the surgeon was inserting a twelve (12) mm trochanteric fixation nail (tfn), she had difficulty passing the helical blade through the nail. The surgeon tightened the connecting screw as well as aiming arm to ensure everything was aligned properly. However, this did not solve the problem. The nail was removed and tested on back table. It was noted that the helical blade did pass through the nail, but not smoothly. The surgeon switched to an eleven (11) mm tfn of the same length. The procedure was completed with a fourty-five (45) minute surgical time delay. No patient harm was reported. The patient status was not reported. Upon receipt of the device at manufacturer, it was noted that there was sign of wear on the helical blade insertion hole. Additionally, the device appeared to be warped around an out of plane axis. Concomitant devices reported: helical blade (part # unknown, lot # unknown, quantity 1), connecting screw (part # unknown, lot # unknown, quantity 1), aiming arm (part # unknown, lot # unknown, quantity 1). This report is for one (1) 12mm/130 deg ti cann troch fixation nail 360mm/left-ster. This is report 1 of 1 for (B)(4).